Event description:
It was reported, the patient was experiencing back pain and the stimulation was aggravating it. X-rays identified the lead had migrated. It was reported surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.